Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The double bend height was measured to be within product specification. Electrical test did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported, that the patient presented for replacement of the left ventricular lead, due to dislodgement. The lead was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested, but not received.